Event description:
The customer states that the device did not charge to 20 joules during an open heart surgery. There was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.